Manufacturer narrative:
Device evaluated by a third party.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device was not working properly. A "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.